Event description:
It was reported that the patient experienced arrhythmia and syncope episode and presented in the emergency room. It was noted that the Implantable Cardioverter Defibrillator (ICD) exhibited under-sensing and failed to deliver therapy. Programming changes were made. The patient was in stable condition.